Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing a delivery anomaly. Customer reported to have connected to new insulin pump and had high blood glucose the following day of 442 mg/dl. It was found that insulin pump was under-delivering. Customer was not sure if cannula dead space was filled after removing introducer needle. Customer was educated on proper priming procedure. Customer did not feel as if insulin pump was not delivering. Customer was advised to monitor insulin pump.